Event description:
It is reported that after the surgeon impacted the acetabular cup and attempted to remove the cup from the inserter handle, the threaded portion of the inserter handle broke.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the potential field age of the instrument is (B)(4). Examination of the returned device shows the hex bolt fractured just below the head. The first two threads nearest the bolt head show mechanical damage. The device exhibits scratches and impaction marks in multiple locations. There are two areas that show significant deformation which appear to have been caused by a levering force. It was reported the instrument was used in a manner that is a departure from the surgical technique and falls outside its intended use. In additional to impaction forces from use of a bone tamp, it is possible that repeated levering forces were simultaneously applied to the frame on the edge of the through hole while the hex driver was engaged with the hex head of the bolt. These forces acting independently or in concert most likely contributed to the fracture of the bolt. Eval: the bolt hardness was checked and found to be conforming. Device history records indicate all components were mfg and inspected to specification. No mfg abnormalities could be detected.